Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: minimally invasive therapy. 2013; 22: 283¿287. Doi: https://doi.org/10.3109/13645706.2013.808228. [(B)(4)].

Event description:
It was reported in a journal article title: lightweight polypropylene mesh fixation in laparoscopic incisional hernia repair. The choice of the mesh and fixation methods in laparoscopic incisional hernia repair is a crucial issue in preventing complications and recurrence. The authors reported a series of consecutive laparoscopic incisional hernia repairs, focusing on the use of lightweight polypropylene mesh and on the way of mesh fixation. Forty laparoscopic incisional hernia repairs performed consecutively in 38 patients (16 males, 22 females) and were included in the study. Patients were divided into two groups depending on tacks used: titanium tacks (group a; 14 patients; 60.2 ± 12.3) and absorbable tacks (group b; 26 patients; 57.5 ± 8.4). In group a, titanium tacks were used to fix the lightweight polypropylene mesh with double face resorbable coverage physiomesh mesh (ethicon). In group b, the patients received absorbable securestrap pds tacks (ethicon). These new tacks are completely absorbed in 12-18 months after implant, have a total length of 7.2 mm, and are delivered just by expulsion without spiral movement. In group a, reported complication included hernia recurrence (n-1) which required laparoscopic repair with the same mesh fixed with absorbable tacks. In group b, reported complications included seroma (n-1) which required 2 needle evacuations and prolonged compressive dressing were noted three weeks after surgery and hernia recurrence (n-1) which required laparoscopic repair with the same mesh fixed with absorbable tacks. It was reported that the securestrap absorbable tacks are safe and effective and easy to use and did not increase the risk of mesh dislocation compared with non-absorbable tacks. The specific design well fits the lightweight polypropylene mesh physiomesh.